Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with a trial scs system and sent home for a 3 day trial period. At the end of the trial, the patient came into the physician's office holding the trial stimulator and said that she had taken the two trial leads out herself because the stimulation was not working. On (B)(6) 2010, it was reported by the physician that the patient said the trial leads were still in her back, and that she had cut the leads off at the entry site on the second day of the trial and told no one of her actions. The trial leads were explanted on (B)(6) 2010. The patient will not have a permanent implant.